Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead displayed oversensing that lead to pacing inhibition in this pacer dependent patient.